Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had trouble removing the m3g catheter and had to have surgery because there was a piece of it left in his urethra. Troubleshooting was not performed & it was unclear if the lot number was requested. No additional information was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: b, d, e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said he had trouble removing the m3g catheter and had to have surgery because there was a piece of it left in his urethra. Troubleshooting was not performed. It is unclear if the lot number was requested. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction- d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said he had trouble removing the m3g catheter and had to have surgery because there was a piece of it left in his urethra. Troubleshooting was not performed. It is unclear if the lot number was requested. No additional information provided. Per customer via phone on 30jul2025, it was reported that while having an ultrasound performed the doctor saw a piece of plastic from the catheter in his bladder. He was informed that he would need to have surgery to have it removed. The customer is unsure of when the piece of catheter got stuck as he had no other symptoms. He stated that he would like a letter to find out why the piece broke off and he also wants to send his doctors' reports in for further review. He has no sample or lot number available. I asked him to provide an email, but he would like a traditional mail letter sent to the address on file.